Event description:
High thresholds and undersensing were noted on this atrial lead following aortic valve replacement. The pt had several ongoing health issues and it was decided to observe the lead issues until the pt's other health problems resolved. The ra lead was later explanted and successfully replaced. Should add'l info becomes available, this event will be updated.